Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verio iq meter was reading inaccurately erratic. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged meter inaccuracy issue began on (B)(6) 2017, at 4.25 am, alleging that the he obtained inaccurate blood glucose results of ¿100 and 48 mg/dl¿ on the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results falls within lfs¿ criteria for precision. The patient reported that he manages his insulin using insulin pump therapy and in response to the alleged meter issue, on (B)(6) 2017, at 4.26 am, he consumed more food and drink. The patient reported that at an unknown time prior to the meter issue he developed symptom of ¿weak¿. There is no evidence that the patient required medical treatment/intervention for the alleged symptom. During troubleshooting, it was established that the patient¿s meter was set to the correct unit of measure. He described the correct testing steps and the sample was taken from an approved sample site. The patient was using the correct test strips, and the strips had not been open longer than the discard date, had not expired, and had been stored correctly. The test strip vial was not noted to be cracked or broken. The csr walked the reporter through a retest and the control solution test was in range. The products were requested back for evaluation and replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.